Event description:
It was reported that when targeting for the distal screw in a retrograde distal femur nail, the most proximal of the distal screws, there are a bit of chatter noise from the drill but the screw was inserted in the correct spot. Then the next screw distal to that, the surgeon drilled for the dynamic slot. The drill seemed fine but when he went to put the screw in, it missed the nail and went in anterior to the nail. He took the screw that missed out so the pt ended up having 1 distal screw instead of two.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Associated device: 1806-1006, nail handle t2 femur, lot#unk.